Event description:
It was reported that a patient underwent a laceration closure of the forehead on (B)(6) 2012 and a topical skin adhesive was used. The wound was cleaned and topical skin adhesive was applied. Approximately fifteen minutes after the adhesive had dried, a dry non-adherent dressing was applied to wound followed by bandaid to hold dressing in place. The mother removed the dressing on (B)(6) 2012 to give the child a shower and the adhesive was intact. After the shower, a new bandaid was applied. The mother removed the bandaid on (B)(6) 2012 or (B)(6) 2012 and the adhesive and bandaid did come loose. It was reported that the doctor did apply three layers of the adhesive initially to laceration to be certain that it would not come up. The surgeon was going to suture laceration closed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.